Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Functional testing determined the cutter failed testing due to an incomplete cut. The cutter will need replacement. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. Additional related reports: 0001526350-2023-01596-1. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tissue grate/comb is bent on the end and the roller is hard to get out. Performance was hard to get the graft through the mesher. Dr ended up not using the device because it was too hard to turn the wheel. The event occurred outside of surgery. There was no reported patient harm, or delay. At evaluation it was noted that the cutter failed the test cut with an incomplete mesh. Due diligence is complete, no further information is available at this time.